Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The drive coupler required replacement.

Event description:
It was reported that on (B)(6) 2013, during a routine hospital inspection, the disposable wouldn't rotate when attached to the device during testing. There was a rattling noise from inside the unit and it was discovered that the drive coupler was damaged when the case was opened. The event did not occur during a procedure and there was no patient involvement. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.